Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to confirm failed battery test and unable to perform any tests due to buttons unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 134 mg/dl. During troubleshooting, customer received a button error alarm. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.